Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a cracked lens, damaged front and rear housing. Event log history was performed and showed that the pump had "service due" recorded in history. During analysis, the customer's reported problem regarding "error code 35" was able to be duplicated. Upon power up of the pump, the pump alarmed for service due. Clock record indicated that the clock days were past specification. Clock battery will be replaced as service maintenance. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be design.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "error code 35". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.